Manufacturer narrative:
D4: catalogue #: 7n8301, 7n8300. D4: suspected lot #: r23e02192, ur23d14086. G1: manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare ¿ cartago, 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial, cartago, 30106, costa rica. Or baxter healthcare ¿ aibonito, rd 721 km 0 3 po box 1389, aibonito, 00705, puerto rico. The user facility submitted medwatch (B)(4) for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t connector of an unspecified catheter extension set was warped and unable to twist onto the intravenous catheter. This was discovered when the nurse was staring an IV. The extension set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.